Event description:
The manufacturer received information alleging a ventilator's oxygen sensor failed. The device was not in patient use. The manufacturer's service center received the device for evaluation and the customer's complaint was confirmed. The device's oxygen blending module manifold was replaced to address the issue.